Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The work orders were reviewed and showed: the screen assembly was replaced. The console was tested in user mode during energy testing and tested in service mode while doing alignment and checks. The screen appeared to be functioning normally. The energy passed tests but was on the low end. According to the information provided, it is likely that the screen assembly was damaged. Therefore, the reported allegation is confirmed. The component damaged could have affected the device performance and its integrity leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the conclusion code of cause traced to component failure is selected for the complaint.

Event description:
It was reported a fault 052, blast shield was changed, and the base of the fiber was smoking up. Fiber was changed and the issue still persists after reset button was pressed. The event occurred inside the patient, there was no patient complication but due to this event, the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported a fault 052, blast shield was changed, and the base of the fiber was smoking up. Issue still persists after reset button was pressed. The event occurred inside the patient, there was no patient complication but due to this event, the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.